Event description:
The customer reported ballooned pump segment. Although requested; no additional event information provided. No patient harm reported.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.